Event description:
(B)(4). Stabbing pain and cramping on the right and left lower abdomen. Bloating since essure coils placed on (B)(6) 2011.

Event description:
Bleeding profusely with golf ball sized blood clots changing pads 2 times per hour with periods lasting over 10 days and reoccurring after 2 weeks. Cramps were extremely painful causing missed work days and not able to get out of bed. (B)(4).